Event description:
It was reported that the patient had several falls not related to the device before and after implant, and that the patient¿s stimulation ¿didn¿t feel right.¿ the patient also reported that when they turn up their device, they couldn¿t get it to stay at the new setting. The manufacturer representative reviewed that with adaptive stim, once a change in amplitude is made it is necessary to hold that position for 3 minutes. This resolved the patient¿s adjustment issue. The patient stated that their coverage and pain relief were better with slight increase of power. The next week, the patient again stated something ¿doesn¿t feel right¿ with their stimulation. The manufacturer representative sent in x-rays that showed the lead migrated from the top of the t8 vertebra at implant to the top of t6. The patient stated that stimulation is ¿still a small amount of lower back,¿ and is also in their upper back and arms. A follow-up appointment had not yet been scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had at least one other fall. The patient reportedly did not remember falling and thought she must be "blacking out or having a seizure." There were reportedly still no results from the neurology consult. The patient had not been able to recharge the device for a bit because she was "trying to get it back together" post recovery from the latest fall. The patient could not get a signal on the device despite numerous attempts. Information later received indicated that the patient met with the representative and no signal was obtained using the patient's recharger. A backup charger of the representative was used and a full strength signal was immediately obtained. The antennas were swapped and they were able to get and maintain full coupling with the patient's recharger. The patient charged for 20-30 minutes, and the device was turned on. It felt "wonderful" for the patient and the patient's pain immediately decreased. The patient did not have complaints of stimulation in other areas. Additional follow-up is being conducted in regard to the patient reportedly "blacking out or having seizures." A follow-up report will be sent should additional information be received.